Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2011 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage, and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed. The patient underwent sling implantation with a concurrent surgical procedure of a hysterectomy. Prior to sling implantation in 2011 the patient experienced dyspareunia and pelvic organ prolapse. Post sling implantation the patient experienced increased pelvic pain and urinary/bowel incontinence. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05952. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Exposure/extrusion/protrusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.